Event description:
Customer is reporting one sample with no previous history of antibodies, showed no reactivity with vra164. Sample was later identified to have anti-e and anti-kell. The same sample was tested with the ficin treated cells of vrc162 and was unable to confirm the antibodies. Sample was sent to reference lab and using ahg/ peg method, anti-e and anti-kell was identified.

Manufacturer narrative:
Ocd performed a batch record review of this lot - satisfactory results were observed. Retained testing of the lot was previously performed to confirm the reactivity of the e antigen; satisfactory results obtained. Retained testing of the k antigen was not performed due to expiration of product. (B)(4).